Event description:
The customer reported to olympus, the instrument channel on the evis exera ii duodenovideoscope tested positive for six (6) colony forming units (cfus) of fungus/mold. In additional the scope bending section glue was deviating. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination, patient harm or user injury associated with this event.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes the customer reported that pre-procedure device checked was performed. Pre-cleaning was performed less than 5 mins after the procedure. During pre-cleaning water was aspirated through the instrument/suction channel/ and auxiliary channel with suction pump until aspirated liquid became clear. The device forceps elevator was moved to raise and lower 3 times in the water during aspiration. During manual cleaning for less than 60 min, leak test was performed, and the customer used mediclean forte (dr weigert) detergent with open channel brush to brush the instrument/suction channel, suction cylinder, and instrument channel port. The detergent was aspirated through the instrument/suction channel and brush inserted into the instrument channel from the suction cylinders. The forceps elevator was also brushed. The customer then flushed the air/water channel, instrument/suction channel, auxiliary channel, and forceps elevator according to the IFU. There was no manual disinfection of the scope performed. However, the scope was wipe down with a towel and blew with compressed filtered air. For automated endoscope reprocessor (aer) treatment, the etd double (olympus) aer reprocessor along with endodet (olympus) detergent and endodis and endoact (olympus) disinfectant was used. The scope was stored in a drying cabinet with removable parts detached. The scope was not sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end cap impact points, air/water cylinder corrosion, suction cylinder corrosion, keytop 1 damaged, gluing of bending section deviating, and connecting tube damaged during the disassembling. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party testing and the legal manufacturer's final investigation. The legal manufacture confirmed the following reprocessing deviation from the device instructions for use (IFU). Air/solutions were not fed into air /water (a/w) channel with using mh-948. Although a few defects were noted in the device evaluation, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.